Event description:
A trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step related to the airstream temperature sensor during testing. The manufacturer's investigation is ongoing. If any additional information is received, a supplemental report will be filed.